Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device: 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was admitted due to wound from ileostomy creation was broken down and the perc lead (driveline) was exposed. Tcv was consulted and recommended wound vac to achieve coverage and treatment with suppressive antibiotic. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA by may 31, 2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that on (B)(6) 2018 the patient presented to the emergency department stating that over the past week they experienced profuse, watery, non-bloody diarrhea greater than 5 times daily. This was reported to have been associated with abdominal distention, bloating, nausea, and abdominal pain. The patient also reported to have decreased appetite and poor oral intake. The patient was administered intravenous (IV) fluids by emergency medical services (ems). The patient tested positive for clostridioides difficile (c. Diff) and blood cultures were positive an aerobic bottle. A computed tomography (CT) scan of the abdomen and pelvis showed diffuse thickening of the colon with associated pericolonic inflammatory changes. These findings were reported to be consistent with colitis. A gastrointestinal (gi) polymerase chain reaction (pcr) panel showed enteropathogenic e coli (epec). The patient underwent a total colectomy on (B)(6) 2018. Cefepime and IV vancomycin were discontinued. The patient received 500mg of IV metronidazole three times a day (tic), 500mg of orally administered vancomycin four times a day (qid), and 500mg of vancomycin per rectum (pr) every 6 hours(q6h). On (B)(6) 2018 the patient returned to the operating room (or) for an abdominal washout and the creation of an ileostomy. Blood cultures that were collected on (B)(6) 2018 showed coagulase negative staphlococcus in 1 of 4 bottles, which was reported to most likely respresent a contaminant. The thoracic, cario, vascular (tcv) consult on (B)(6) 2018 led to a recommendation of lifetime suppressive antibiotics. The patient was also reported to have worsening abdominal distention and pain after undergoing a gastrografin study. Trauma surgery was consulted and nasogastric intubation (ngt) was placed.

Manufacturer narrative:
Event: additional information.

Event description:
The account reported the infectious disease did not recommend prophylactic antibiotics for the exposed driveline infection. The patient was discharged on (B)(6) 2018 and remained on wound vac. The patient was given prescription for home health wound care. On (B)(6) 2018, the patient's wound vac was discontinued by home health registered nurse (rn). No further information was reported.

Manufacturer narrative:
Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas instruction for use lists infection as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. The relevant sections of the device history records for (B)(4) and for the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.